Event description:
It was reported that the tip of the screwdriver has broken off during inserting the screw into the plate. The tip was fully removed from the surgical site.

Manufacturer narrative:
Method: device history review, complaint history review, risk assessment. Results: the customer event of a reflex hybrid quick turn inner shaft tip fracture was confirmed via sales rep correspondence. Previous investigations identified the cause of failure was excessive force during an attempted removal of the inner shaft from the screw. It is likely the excessive torque led to the breakage. However, the mentioned cause could not be confirmed. Conclusion: the root cause of the failure is likely multifactorial.

Event description:
It was reported that the tip of the screwdriver has broken off during inserting the screw into the plate. The tip was fully removed from the surgical site.